Event description:
Report received from the USA stating that the hose on the device "does not get enough pressure." It is unknown if the device was used in surgery or if medical intervention was required. The device was left on the reporter's desk with a repair tag noting the reported problem. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met manufacturing specifications. The device passed the motor acceptance test. The complaint could not be duplicated; therefore, the complaint was not confirmed. If additional information is received, a supplemental report will be sent.